Event description:
A pt with arnold-chiari malformation (acm) communicated via (B)(6) if there were other individuals who has had a reaction to duragen patch (unspecified type) or duraseal glue. Following the pt's operation for acm where they used these products, she has been having ongoing problems (unspecified). She had also reported that she had just finished having a shunt placed in her spine to help drain fluid that was gathering and causing all sorts of trouble for her. Since (B)(6), she has been having trouble walking, especially her left leg. To date, she has not seen any improvements. The pt stated that her physicians believe she had a reaction to the duragen patch and duraseal glue that was used in the first operation, which as a result she now has arachnoiditis, which she is on high dosage of pain medicine. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.